Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a patient with epithelial defect of the right eye after bandage contact lens removal at five day prk (photorefractive keratectomy) enhancement post-operative visit. At visit patient complained of foreign body sensation, irritation, and light sensitivity. Add'l info from reporter indicated a bandage contact lens was placed and the reported issues resolved.